Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported during insertion, the tip of the dilator split. As a result, they used a dilator from their psi kit (B)(4). They do not know if there was a delay in treatment and there was no patient death or complications reported.